Manufacturer narrative:
It was reported that the user paused insulin delivery during a supply change and received multiple ¿resume insulin¿ alerts before insulin delivery was restored; subsequent high glucose and occlusion alerts were also recorded. The user was hospitalized and treated for diabetic ketoacidosis, and no device malfunction has been identified based on available information. A follow-up MDR will be submitted if additional findings or device evaluation results become available.

Event description:
On (B)(6) 2025 the user¿s clinical diabetes specialist reported that on (B)(6) 2025 the user experienced hyperglycemia with a bg of 401 mg/dl. The user paused insulin delivery during a supply change prior to experiencing rising glucose levels and did not resume dosing until after subsequent alerts occurred. The user was taken to the hospital where diabetic ketoacidosis was treated with insulin, and the user was discharged on (B)(6) 2025.